Event description:
It was reported that, after the implant, the patient went back to surgery to have wound vac due to an infection/hematoma a few weeks after the implant.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.